Manufacturer narrative:
G3 initial awareness date was 02jun26. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ultra surgical smoke evacuation pencil plpul2520 device was being used on an unknown date during a spine procedure when it was reported ¿during multiple spine cases that the plastic portion where the electrode is inserted has broken off during a case.¿. Further assessment questioning found that the fragment was retrieved from the surgical site. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.